Manufacturer narrative:
Continuation of d10: product ID: cls-3000-18fr, product lot/serial number: (B)(6), product type: compression loading system. Product ID: dcs-c4-18fr, product lot/serial number: (B)(6), product type: delivery catheter system. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, transient left bundle branch block (lbbb) was noted. No treatment was prescribed. An electrocardiogram (ECG) showed the lbbb had resolved six days later. No further adverse patient effects were reported. Additional information was received which indicated that following the valve implant a ¿small¿ right pleural effusion and right basilar atelectasis was identified. An intravenous diuretic was started and administered twice daily. Three days following the valve implant, a lung exam noted the effusions was ¿significantly¿ better. The diuretic was change from intravenous to oral and only administered once daily. At discharge, 7 days following the valve implant, a lung exam noted the effusion was ¿significantly¿ better then the assessment 4 days prior. The patient¿s condition was stable at discharge and the effusion was reported as resolved. The physician indicated the pleural effusion was related to the procedure but not related the medtronic products. No additional adverse patient effects were reported.